Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2012 indicated that the patient received a bilateral total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2020 indicated that the patient was seen as for follow-up of the right knee. Around 5 months ago, the patient experienced a significant hemarthrosis which resulted in aspiration and discontinuation of the blood thinner. The patient was still experiencing mild mid-flexion instability, as well as mild pain, swelling, stiffness and possible continued hemarthrosis. Treatment at this time is continued observation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for hemarthrosis right knee. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implantation: (B)(6) 2012. Date of event (onset): (B)(6) 2020. (Right knee). Treatment: aspiration of 60 cc of frank blood by local emergency room. Patient had been on anticoagulant, xarelto. This has been discontinued. Considered resolved on (B)(6) 2020.